Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for the reported difficult to open or close (clip jumpiness), difficult to open or close (gripper actuation) and material separation could not be determined in this complaint. The reported difficult to open or close (clip close inability) was a cascading effect of the reported material separation. The reported perforation and worsening heart failure were due to procedural circumstances/operational context. The reported unexpected medical intervention, surgical intervention and hospitalization were a result of cause specific circumstances as inguinal venous access site was widened via surgical incision to remove the device and amplatzer was implanted to treat perforation. Lastly, prolonged hospitalization occurred due to worsening heart failure. The reported patient effect of atrial septal defect (atrial perforation) and worsening heart failure, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip arms jumped open unexpectedly, there were gripper actuation issues along with clip detachment and unable to re-close. Prolonged hospitalization was required due to worsening heart failure. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+ with posterior leaflet flail and a broad jet of regurgitation. The first mitraclip was implanted at the a2p2 without a device issue. A second mitraclip (cds0702-ntw 10204u292) was attempted. The clip was steered with the same ½ turn on the m knob as the clip before and per instructions for use (IFU). The clip was aligned perpendicular to the line of coaptation and per IFU. When unlocking the clip and opening the clip arms with the arm positioner, the clip arms snapped open with a jump. Then both grippers were then unable to raise. Another attempt to raise the grippers was performed unsuccessfully. No deployment steps were performed; however, it was then observed that the clip (in an open state) had detached from the delivery catheter tip. There was no clip embolization. Since the clip had detached, the operator was unable to close the clip. The physician released sleeve deflection, releasing the m knob and straightening the guide tip by applying negative. The clip had remained opened and was retracted, on top of the steerable guide catheter (sgc) tip, from the left atrium into the right in this open state. To remove the device, the inguinal venous access site was widened via surgical incision. All had been removed from the patients anatomy. There was no damage to the sgc tip. Following clip removal, a left atrium to right atrium shunt was observed with a 6-10mm septal laceration. Reportedly, this occurred during clip removal. Another sgc was placed and another mitraclip was implanted at the a1p1 without a device issue, reducing the mr to grade 1+ and 2+. As treatment for the left-right atrial shunt and septal laceration, an amplatzer was implanted. There was no clinically significant delay. Reportedly, prolonged hospitalization occurred due to worsening heart failure. No additional information was provided regarding this issue.